Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance trend on the rv (right ventricular) pacing lead was variable, the pacing capture threshold in the rv (right ventricle) was elevated and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2016, the rv pacing impedance was varying up to 722 ohms and down to 399 ohms; beginning (B)(6) 2016, ventricular sic went up to 58, along with non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing. On (B)(6) 2016, the maximum rv capture threshold measured 2.5v and the rv lead integrity warning occurred on (B)(6) 2016 for sic greater than 30 in 3 days and 2 or more high rate nsvt episodes. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise. It was noted the rv lead was tested and all parameters were within range and no noise was observed; the lead was reconnected to the device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.